Event description:
Catheter inserted in pt. The next day, pt developed shortness of breath and on fluoroscopy the tip of the hickman was in the pleural space. The next day, the surgeon removed the hickman. Following removal of the hickman, the pt complained of severe chest pain and bleeding from the chest tube. The pt coded and expired. Cause of death by autopsy was massive hemothorax.